Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a week after the implantation, the cuff was connected to the ventilator and tested prior to use. The device was used and there was a leak from the cuff, the internal balloon had moisture and when the patient was on the ventilator a leakage alarm appeared. When trying to inflate the cuff a weird sound comes out. Replaced with another one device, but it also had the same failure. The patient required reintubation.